Event description:
It was reported that the patient developed an extension at the extension track. The system was explanted. The patient also underwent exploration of the connector site and drainage of an abscess. The patient was treated with IV antibiotics of nafcillin 2 gm every 4 hours for 6 weeks and cephalexin 500 mg a day for four weeks after the nafcillin was completed. The patient recovered with sequela (sequela was not specified).